Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance trend prior to associated device changeout showed measurements around 50 ohms. Now, approximately one week after changeout, shock impedance is showing less than 30 ohms on home monitoring. Shock pathway programming was consistent between the two devices. Lead to be evaluated further and remains implanted.